Event description:
The following description of the event was documented by a carefusion tech support specialist on (B)(4) 2012, in response to a phone conversation with a user facility representative. "[Name removed] called. He said that the unit had a note on it that it's "broken". He has no other info than that. He said that [name removed] is coming to look at a couple other vents and wanted to take a look at this one while he was there. He doesn't have the hrs on the unit either." The following descriptions of the event were documented by a carefusion tech support specialist on (B)(4) 2012, in response to phone conversation with and an e-mail from a carefusion field service rep. "[Name removed] (fsr) called from on-site to report additional info regarding the complaint. Complaint: the map suddenly dropped. He explains that he was told that the problem occurred with the 3100a while on a pt. The pt was "coding" and during the "code" (CPR), someone accidentally bumped the dump cap diaphragm dislodging it and caused the map to drop. Since the pt was dying, the vent was just taken away so that they could attend to the pt. The respiratory director says it is a "poor design" and says he will report this to the FDA. [Name removed] doesn't know if the pt eventually died or not, but they did not need the 3100b anymore. Since the ventilator is covered under a total service contract, the customer just wanted a "performance verification" done to show that the vent is okay. [Name removed] reports that he replaced the circuit and performed the patient circuit calibration and performance check. He stated that both passed specs. He will add his comments to his service report. [Name removed] just wanted to notify tech support of the "complaint"." "[Name removed] emailed reporting that it was the control cap diaphragm (green) not the dump cap diaphragm that was involved in the incident." The following additional info concerning the event and the condition of the pt was documented by a carefusion tech support specialist on (B)(4) 2012, in response to a phone conversation with a user facility representative. "I contacted [name removed] to find out status of the pt. She explains that when the incident occurred, the pt was hand-ventilated until she could be placed on a replacement 3100b ventilator. The pt was on a dnr (do not resuscitate) status and has since expired. She wanted to make it clear that the incident had no bearing on the death of the pt." "What was the original intended procedure? To ventilate the pt."

Manufacturer narrative:
(B)(4). Info documented by a carefusion tech support specialist in response to phone conversations with a user facility representative, carefusion field service rep and an e-mail from a carefusion field service rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and did not find any problems with the device. The carefusion field service rep determined that the unit was due for a 2000 hour preventative maintenance (pm) service. The carefusion field service rep. Performed a 2000 hour preventative maintenance (pm) service on the device which included a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service. The design of the patient circuit is such that there are three balloon (diaphragm) valves (limit valve, paw control valve and dump valve) in the circuit. These valves have replaceable cap/diaphragm assemblies that simply can be snapped on or off. This ensures that should one of the diaphragms develop a leak, it can be quickly replaced without having to replace the entire patient circuit. The instructions for use for the patient circuit for the 3100b high frequency ventilator contains the following directions for use statements and caution statement: directions for use: "5. Ensure that all connections are tight. Some connections are deliberately assembled only finger tight;" "8. Perform flow and pressure testing according to the ventilator's operators manual." Cautions: "before connecting to the pt, ensure flow and pressure testing applicable to ventilator has been completed to determine that there are no blockages or leaks."